Manufacturer narrative:
Device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator's navigation buttons were not functioning. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led pca needs replaced to address the issue.